Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b18. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded.

Event description:
Healthcare professional (hcp) reported a patient was injected 2 syringes of with juvéderm volux¿ xc into the jawline/chin. A week later, patient has infection on chin. Patient was treated with cephalexin for 2 days and later was treated with bactrim ds b/d. The syringe has been discarded. Approximately 2 weeks later the symptoms has been resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected into the jawline with juvéderm volux¿ xc. The patient experienced an ¿infection and "biofilm" on the jawline and chin area. The patient was treated with antibiotics and hylenex® injections. The symptoms are ongoing.